Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference >5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the reported issue was confirmed. During troubleshooting, one of the pressure transducer printed circuit boards (pcbs) were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided; hence, a device log analysis could not be conducted to confirm the reported issue beforehand. The pressure transducer pcb is an integral component in measuring pressure within the ventilator. A faulty pressure transducer may lead to inaccurate pressure readings, which are typically detected during the pre-use check. If the failure occurs during ventilation, corresponding alarms will be triggered to alert the user. Both replaced pressure transducer pcbs were returned for further investigation. A visual inspection of the pressure transducer pcb revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated use testing. During this testing, the reported issue was reproduced as the pressure transducer test failed. The zero pressure voltage was measured on one of the returned pressure transducer pcb, revealing a significant offset drift, which explains the reported issue. When measuring the wheatstone bridge for the pressure sensor on the pcb, no significant imbalance was noticed. Additionally, a microscopic investigation was performed, but no dirt, debris, or particles were found inside the pressure sensor's cavity that could have impacted the pressure measurement performance. No anomalies were found on the other pressure transducer pcb. Our conclusion is that the device failed to meet its specifications during the reported event. Further investigation revealed that the issue was due to a defective pressure sensor on one of the replaced pressure transducer pcb.

Event description:
Manufacturer's ref.#: (B)(4).